Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination, therefore unavailable for a physical evaluation. However x-rays were provided. The x-rays were provided with a very poor quality and upon visual inspection of the x-rays, no evidence of implant fracture, disassociation, or anything indicative of a device nonconformance was found. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient had presented with pain and no implant appeared loose. The implant was somewhat unstable. Doi: 2015, dor: (B)(6) 2021, right knee.